Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter serial number (B)(4), compared to using sysmex cs5100 (thromborel s reagent) method. The meter result on (B)(6) 2022, the right hand was 7.1 inr ; the meter result on the left hand was 6.4 inr; and the result from the laboratory was 5.05 inr. The meter result on (B)(6) 2022, was 5.8 inr, and the result from the laboratory was 4.33 inr.

Manufacturer narrative:
Occupation is patient/consumer. The product is not expected for return. If any product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.